Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir window, cracked battery tube threads and cracked pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive, and the up arrow button does not work. Customer does not recall any significant events leading to the error, but stated that it happened during the rewind process. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting was done for keypad but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.